Manufacturer narrative:
The investigation determined unexpected (B)(6) results were obtained from two anti-hbs negative panel samples as part of internal post expiry stability testing, using a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. The original and repeat test events produced valid calibrations and acceptable quality control results indicating the vitros anti-hbs reagents had operated as expected but insufficient time-points were performed to truly confirm acceptable performance. The possibility that poor vitros anti-hbs reagent or poor vitros 3600 immunodiagnostic system performances had contributed to the result could not be ruled out entirely.

Event description:
An ortho clinical diagnostics quality engineer became aware of unexpected (B)(6) vitros ahbs test results produced for anti-hbs (B)(6) samples when using a vitros 3600 immunodiagnostic system. Vitros anti-hbs lot 2968 sample (B)(6). Vitros anti-hbs lot 2968 sample (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action. The (B)(6) vitros ahbs test results occurred on a known (B)(6) sample used for internal testing and there is no report of affected patient samples. No allegation of patient harm was made as a result of the event. However, the investigation cannot conclude that patient samples would not be affected if the event were to recur undetected in a clinical setting. This report is number two of two 3500a forms filed for this event, as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Nonconformance 408725/ ivd 408811.